Manufacturer narrative:
Correction: per received email, the reason code for no evaluation has been updated. The following information has been corrected: reason code for no evaluation: other.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced under filling during use.

Manufacturer narrative:
Investigation summary: bd life sciences: preanalytical systems had not received any sample and/or photos from the customer facility for evaluation; therefore, the investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Further investigation has identified potential root causes in the manufacturing process where the cause of the indicated failure mode (underfill) could have originated. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: due to no samples and/ or photos being received, the manufacturing investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. A CAPA# (B)(4) has been opened for underfill issues. Root cause description: there was no samples and/or photos available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation. CAPA# (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. Refer to the referenced CAPA for related corrective and preventive actions. Rationale: the device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. There were no samples and/or photos submitted for evaluation.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced under filling during use.